Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump experienced issue. It was reported that the customer pump was programmed, and the patient was sent home and infusion will stop, and the patient had to come back in and get it restarted. No patient consequences were reported. No adverse effects were reported.